Event description:
It was reported that pump with malfunction code 16 and fault ID 16-0x20e6 experienced a non-resettable malfunction, with no notable events occurring before the issue. There was no reported impact to the customer¿s blood glucose level. Customer support arranged for pump replacement under an existing corrective action despite the pump being out of warranty, confirmed customer details, provided storage and return instructions, and instructed customer to return malfunctioning pump within 10 days, while the customer chose not to share information about backup insulin therapy.